Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Further investigation was initiated to address the reported issue. Examination of device from manufacturer inventory concluded root cause of the event was most likely attributed to overtightening of the jig bolt to the nail. Investigation concluded no further actions necessary. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03344 / 03345).

Event description:
It was reported that the targeting jig would no align properly with the nail. The device was not used during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Review of actual device¿s history records found no evidence of product nonconformance. A sample of unreleased devices revealed that some nails had malpositioned distal proximal holes. The sample nails still targeted appropriately when alignment was attempted; however, over-tightening the nails to the jig bolt resulted in misalignment. The most likely root cause of the event is the manufacturing nonconformance; however, over-tightening is also a contributing factor.